Event description:
It was reported that a patient presented with extracardiac stimulation noted on the patient's right atrial lead. Insulation damage to the lead was alleged to be the root cause of the issue. The lead w3as explanted and replaced on (B)(6) 2024. The patient was stable throughout.